Manufacturer narrative:
Complaint has been evaluated and is similar to previous report number (B)(4). S800 - revision surgery, revision surgery. If additional information regarding the reported event is submitted at a future date, this investigation will be re-evaluated.

Event description:
Revision surgery - patient was draining. Came in for poly swap.